Event description:
It was reported that the pump screen was dark and would not turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support instructed the caller on troubleshooting steps, but the screen remained unresponsive. As a result, a replacement pump with updated software was sent to the customer, who was advised to use multiple daily injections as a backup therapy. The customer was given instructions on returning the defective pump and acknowledged all directions provided by technical support.